Manufacturer narrative:
No device return anticipated as they are not released without consent. Concomitants medical devices: 02-012-60-1425 - logic stem ext 14mm x 25mm 6588058, 02-020-13-0330 - truliant cr cem fem cr cem right sz 3 5861569, 02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t 6666423, 200-02-35 - three peg patella 35mm 6560355, 201-78-15 - holding pin mini sharp point 4 pk 6684556, 201-78-98 - 2 pk, schanz pin, 4mm x 130mm 6737479, 204-70-00 - tibial stem ext. Screw 6580228, 521-78-23 - threaded pin size 2.3 collared 2pk s128891, 521-78-32 - threaded pin size 3.0 collarless 2pk s092681, s092682, a10012 - gps implant kit v2 09019020060. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a female patient, initial right knee implanted on (B)(6) 2020, underwent a revision procedure on (B)(6) 2022, approximately 1 year 9 months post the initial procedure due to pain. The surgeon performed releases and went up to an 11mm insert with good rom and stability. He noted mild synovitis and poly wear. The damage of the insert was from using osteotome to remove it. Patient left in stable condition. The device is not returning as it is standard procedure to not release explants without patient consent. No further information available.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities, which led to prosthesis wear.

Manufacturer narrative:
H6. Investigation conclusion for pain: the truliant device with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. No additional information.

Event description:
Revision operative report of (B)(6) 2022. Diagnoses painful right knee arthroplasty with right polyethylene liner exchange. Intraoperative findings: synovitis was appreciated, and a partial synovectomy was performed. Polyethylene liner was removed. There was no catastrophic wear along the polyethylene liner. A medical soft tissue release and a larger exactech poly liner was implanted. The patella tracked well. Follow up with orthopedic clinic 2 weeks post op for wound check and staple removal. No additional information.

Manufacturer narrative:
Having received additional information, the following fields have been updated: a2, g3, h6. Supplemental information and/or investigation findings will be reported within 30 days of receipt.